Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: sp02 ventritex lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the patient passed away. Cause of death was listed as untreated ventricular tachycardia/ventricular fibrillation. It was noted the interrogation of the implantable cardioverter defibrillator (ICD) showed low impedance and less than programmed outputs.